Event description:
The customer's mother reported that her daughter was taken to see her physician in response to "high bg's" (specific levels were not provided but are assumed to be greater than 250 mg/dl); she was checked "for infections or some medical reason" for her high bg levels, but was determined to be "fine medically." The customer proceeded to wear pods and "is still having high readings"; she was now going to visit with her endocrinologist. The mother is "concerned that the pods are all bad" and "is reluctant to use them." No product will be returned for eval. Note: the customer's mother stated she was going to call back to provide info related to the pdm used during this time; no f/u call has been received to date.

Manufacturer narrative:
No product will be returned to the MFR for eval. We are unable to confirm any product malfunction that may have caused or contributed to the customer's high blood glucose levels. No specific device failure mode was reported. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so they're able to react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency. Based on the info provided in the report, there is no indication that the customer's pods were "bad". No device issues were reported. No conclusion can be drawn.